Event description:
The user facility reported to terumo cardiovascular systems, that after cardiopulmonary bypass surgery, it was noticed that the shunt sensor had leaked. The surgery was completed successfully. The product was not changed out. There was a slight amount of blood loss.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).